Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (active system), is related to case with patient identifier (B)(6) (performa nano system).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 337 mg/dl (active) and 167 mg/dl (performa nano). The customer injected 2 additional units of insulin based on the reading of 337 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.